Event description:
Patient with left heart cath and intervention to the left anterior descending artery. While the diamondback burr was used to get through a heavily calcified lesion, a piece of the arthrectomy crown broke off in the mid lad. Thus, the device was removed. This piece of debris was in the mid lad. The cardiologist went down the vessel with a 2.0 x 15 balloon, ballooned in the area where this debride was, and was able to snare/snag it on the balloon and pulled it back into a minuscule vessel with very excellent results. The piece was then left in this vessel.